Manufacturer narrative:
(B)(4). G2: italy. It is currently unknown whether the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 1 month post implantation due to a sudden onset of pain after experiencing a contusive sprain trauma. The plate had fractured and was replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: comminuted fracture of the mid tibial diaphysis with plate and screw fixation device which eventually fractures in this same region. Fracture of the proximal fibular diaphysis. Hardware is appropriate in size and position. Comminuted fracture of the mid tibial diaphysis which does not fully heal. No signs of loosening, wear, radiolucency, or any other contributing factors such as malalignment that would cause issues with any of the components on the x-ray. No signs of trauma. The patient experienced pain while postural shifting during weight bearing on the plated extremity, however, it is not known how much weight bearing was applied or if the patient was following what the surgeon had prescribed. Therefore, without further information, a definitive root cause cannot be determined. The reported event is confirmed based upon the mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.